Event description:
It was reported that it took so long for the patient to get a spinal cord stimulator (scs) that the patient¿s muscles had atrophied to the point that she could no longer walk. With proper stimulation she received great relief while sitting down. However, at night while sleeping on her back after about 4 hours the area of the implant would hurt at about 8-10 severity. She tried various ways to alleviate that night-time pain, but so far had not succeeded. It was suggested that the implantable neurostimulator (ins) be replaced up front, but she did not want another major surgery. She ordered a body pillow and would try to lie on her left side, releasing the pressure on the ins. She hoped that it would work. It was later reported that the patient had the stimulator taken out on (B)(6) 2014. The patient gave up on the stimulator. She felt she was not a candidate for it. It worked outside of the body when she had the trial, but as soon as she got it implanted, every night after two hours she woke up with excruciating pain. Her body was rejecting it and it felt hot all the time. She would have to put ice packs on it, but it never got infected. She could not lay any other way and every time she tried to not lie on her back she would wake up lying on the device. The patient was now on pain patches and pain pills but it caused constipation.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).